Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: when introducing the catheter through the vein, it leaked around the edges since the guide has a leak.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo which displayed an opened 22g x 1.00in. Nexiva unit from lot number 1298530. There was no damage visible to any of the device components and no leak could be seen in the photo. Unfortunately the provided photo does not provide enough evidence to confirm your reported issue. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: when introducing the catheter through the vein, it leaked around the edges since the guide has a leak.